Event description:
Home health care nurse reported new curlin pump giving error message of "motor stalled" while trying to prime the line. Rph went through unspecified troubleshooting which did not resolve the issue. Pump has brand new batteries. Home health care nurse unable to get new pump to work. Patient still has old pump. Nurse able to use old pump to complete infusion. Pharmacy is replacing. No missed doses reported. Pump is available for return. Pump serial number is unknown as not reported. No additional information available. Indication: myasthenia gravis with (acute) exacerbation. Reported to (B)(6) by health professional.